Event description:
A sales rep reported through our distributor, (B)(4) that: "on (B)(6) 2010, a pt underwent a surgical procedure of external fixation of the wrist (with a plate involved in this event) due to a corrective osteotomy of the radius. After the surgery, the wrist was completely immobilized with plaster. When the surgeon removed the plaster the pt started to experience severe pain and tumescence at the wrist. On (B)(6) 2010 an x-rays examination revealed that the plate was broken. An unanticipated revision surgery was planned for (B)(6) 2010." The opinion of the surgeon is that the event is due to a excessive tension of the implant.

Manufacturer narrative:
Investigation in process, but not yet complete.